Event description:
It was reported that during set up of a da vinci surgical procedure, the cable on the pk dissecting forceps instrument was noted to be broken. No missing or fallen pieces were reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis confirmed the customer reported failure mode with the following clarification that the grip cable was frayed. The grip cable was frayed at the distal idler and the frayed strands stuck out at the wrist. The conductor wires were intact and undamaged. The other cables at the wrist were not damaged. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.